Manufacturer narrative:
The suspect device was returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing, the microbiological analysis results are pending. The customer provided the cleaning sterilization and disinfection (cds) processes stating that pre-cleaning was performed immediately after the patient procedure, water was aspirated through the instrument / suction channel with a suction pump, and the forceps elevator was raised and lowered 3 times in water during aspiration. Aspiration was done with both the first / second position of the suction valve, the air / water balloon channels were flushed with water and air by using maj-1444 and maj-629, the air / water channel was flushed with water and air by using mh-948. The device passed the leak test, and the following parts were brushed: instrument / suction channel, suction cylinder, instrument channel port, balloon channel, and forceps elevator. The forceps elevator was raised and lowered 3 times when submerged in the detergent solution, the distal end was being brushed with the channel-opening brush and the single use soft brush (maj-1888), and the distal end was flushed with maj-2319. The device was rinsed before manual disinfection, the disinfectant used was opt. Pro enzymatic, all channels were flushed with air and immersed into the disinfectant. The automated endoscope reprocessor (aer) used was soluscope sprint, there were no defects on the aer, the detergent used was soluscope clint and opti pro multi enzymatic detergent, the disinfectant used was soluscope a, all the channels were connected with cleaning tubes when the endoscope was setting up into the aer, the expiration date of the disinfectant was controlled, the product was dried by using the dry process of the aer, and the endoscope was stored in a drying cabinet. The device was not used on a patient between the date of the contamination and when the device was used on the patient, once the infection was confirmed the device was quarantined, the last reprocessing by the customer was completed on (B)(6), 2023. There was no report on the subject device being used in a procedure after the suggested event was reviewed. The device evaluation found the following reportable malfunctions: the air / water cylinder was dirty, and the suction cylinder was dirty. Additional findings include the following: water tightness was lost due to damage to the air / water tube, the expected insulation capacity could not be obtained due to a cut on the heat shrinking tube of the forceps elevator lever, the bending angle in the down / left direction did not meet the standard value due to the wear of the angle wire, the plastic distal end cover had a scratch, the adhesive on the bending section cover had a crack, the universal cord had buckling, and the scope connector case unit was dirty. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility and same device; however, a similar complaint, (B)(6), was initiated from another facility for the same device. Conclusion: the root cause could not be identified; however, due to the leakage of the air and water channel, it is possible that the foreign matter could not be removed. It was highly likely that the reprocessing was insufficient due to the leakage of the equipment. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. Olympus will continue to monitor complaints for this device.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive on (B)(6), 2023, for an unspecified number of colony forming units (cfus) of klebsiella pneumoniae. All channels were sampled. The device was sampled again on (B)(6), 2023, and tested positive for 15 cfus of micrococcus spp. All channels were sampled. The device was sampled again on (B)(6), 2023, and tested positive for an unspecified number of cfus of bacillus spp. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.